Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired from an intracranial hemorrhage. The patient resided in a nursing home and was found unresponsive on (B)(6) 2015 with an unknown down-time. The patient was admitted to an outlying hospital with a primary diagnosis of intracerebral hemorrhage. The following information was provided to the implanting center. Upon admission, the patient's inr was 2.6. He was unresponsive, vomiting, his mean arterial pressure (map) was greater than 100mmhg and his pupils were bilaterally non-reactive. A CT scan showed a large right convexity subdural hematoma with subarachnoid hemorrhage, midline shift, and subfalcine herniation with effacement of the basal cisterns. The patient's mean arterial pressure acutely dropped to the 40''s mmhg. A fluid bolus was given and an epinephrine infusion was started, but no response was noted. The patient continued to deteriorate and progressed to brain death. The family decided to wean the patient and he expired on (B)(6) 2015.

Manufacturer narrative:
Correction to expiration date. The pump was not returned to the manufacturer for evaluation. No log files were submitted at the time of the event. A direct correlation between the device and the patient¿s outcome could not be determined; however, the instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The pump was not returned for evaluation, as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.